Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to low blood glucose of 14mg/dl. It was stated that the customer went into shock. It was stated that the customer was experiencing unexplained low glucose for (B)(6). Troubleshooting was performed. The customer's most recent glucose reading was 169mg/dl, and she has treated with chocolate syrup. The programming, time, and date were correct. It was stated that there was more insulin in the status screen than the reservoir. The mother stated that the infusion set was changed and the reservoir was filled completely, and at the time of call, it was half way empty. No further ino was provided.